Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Console logs from the reported day of the event are consistent with the complaint. The console was sent back to field service for further investigation and was tested after arriving in fs. Voltage from the power battery manager (pbm) at connector (j3) was 4.9v. The voltage on the optical bench lamp connector (p4) was 4.8v. The lamp power was 2.65uw, which is below the specified value stated in the pm procedure, but did not cause the reported issues. The analog output from the optical bench (envelope/fringe) was observed without any distortions. The controller error was identified as a result of an anomaly in the optical bench firmware communication protocol, leading to misalignment of the data communication packets received by the epc. Meanwhile, the aic software functioned as intended. Further examination of the aic revealed that the 250 hz placement signal was experiencing sample loss, resulting in negative spikes. Root cause: the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" and the "controller error (optical bench ambient pressure out of range) [optical pump connected] - alarm issued" was due to a firmware issue (optical bench fw anomaly). The root cause for the distortion on the placement signal was most likely due to the optical bench malfunction.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 pump support for 14 days while the patient was awaiting transplant/left ventricular assist device (lvad) decisions. The automated impella controller (aic) exhibitied a controller alarm yellow for a failure. The aic was removed/replaced and support was continued without harm or injury for just under 21 days until the decision was made to withdraw care and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude the impella 5.5 as an associated factor in the patient's outcome. Although the console error occurred, the patient's lvad, critical cardiac nature, and multiple other issues contributed to the patient's demise.